Event description:
Per the report received from the united kingdom, edwards received notification of a pascal precision ace procedure in tricuspid position by right femoral vein. After the procedure an single leaflet device attachment (slda) occurred with the third implanted device. The patient had a dysplastic tricuspid valve, a large coaptation gap, and a tethered septal leaflet. There were dense chords affecting the grasping area. Imaging was challenging, with additional shadowing caused by pascal and a previously implanted pacemaker. All devices were implanted in a-s location. The degree of tricuspid regurgitation (tr) was reduced from torrential (5+) to severe (3+) and remained severe at the time of the slda. No reintervention or actions taken were required.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 additional information (telephone number): (B)(6). It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.